Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 44. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107. Advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported that, during an appointment with his doctor for irritated skin, a steroid cream (clobetasol) was prescribed. Itching occurs and the area where the pod was placed/the pod's shape seems to grow in size once the pod has been removed. He stated that the top layer of his skin was raw at the site and that the skin seemed to be weeping. His blood glucose levels have risen to 400mg/dl while wearing the pod and experiencing the irritated skin. The pod was discarded.